Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) was due to challenging patient anatomy/morphology in conjunction with reported poor imaging. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was successfully implanted at a2/p2. To further reduce mr, an ntr clip was advanced and implanted medial of the first clip. However, it was noted that imaging became very difficult when moving medial of the implanted clip. The clip was deployed, but immediately after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was implanted to stabilize the slda, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.